Manufacturer narrative:
On 16-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 2-mar-2022, the product investigation was completed. It was reported that during paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The tip had a sticky substance on it. Sticky deposit at the tip of the catheter stsf. The surgery was not delayed due to the reported event. The procedure was successfully completed. They removed easily without additional intervention. No patient consequences. No medical intervention was required. Device evaluation details: according to pictures provided by customer, a foreign material was observed at the tip of the catheter. Visual analysis of the returned sample revealed foreign material on tip. For this reason a ft-ir analysis was performed and it appears that the foreign material is presumably human tissue. A manufacturing record evaluation was performed for the finished device 30571480l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The tip had a sticky substance on it. Sticky deposit at the tip of the catheter stsf. The surgery was not delayed due to the reported event. The procedure was successfully completed. They removed easily without additional intervention. No patient consequences. No medical intervention was required. The issue was noticed at the beginning of the procedure but after the catheter was inserted in the right atrium. The device was used on the patient and then it was changed. Foreign material on the usable length of the catheter is MDR-reportable.